Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with a noted that stated, "broken." During testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received for testing and investigation. Testing and investigation found that on power up, the device displayed a white screen with an audible alarm from the secondary beeper. The probable cause was due to a software error due to uninitialized data. This report represents all the information known by the reporter upon query by hospira personnel.